Event description:
It was reported that during the operation, the contrast medium leaked from the handle of the bard x-force ureteral balloon catheter, so the user refrained from using it. It seemed to be happened immediately after use. Per follow up information received via ibc on 08jun2022, stated that it was unknown which part of the foley catheter was referred to as handle.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the contrast medium leaked from the handle of the bard x-force ureteral balloon catheter, so the user refrained from using it. It seemed to be happened immediately after use. Per follow-up information received via ibc on (B)(6) 2022, stated that it was unknown which part of the foley catheter was referred to as handle.